Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with all the available patient information. Patient fields in which information is not provided were intentionally left blank. Physio-control evaluated the customers device and was unable to duplicate the reported issue. Physio-control reviewed the device data and verified the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device power off when the print button is pushed. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Physio-control further reviewed the device down loaded device data and determined this customer was using a battery at a low state of charge and four years past its recommended life. Old batteries can increase the resistance of the input power path and cause a lifepak 15 device to unexpected lose power when a high current function, such as code summary printing, is being utilized. Therefore the likely cause of the reported issue was the use of an old battery. The customer's old batteries were removed and replaced with new batteries by physio-control.

Event description:
The customer contacted physio-control to report that their device power off when the print button is pushed. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse patient outcome reported.